Event description:
Boston scientific crm received information that this lead was fractured resulting in numerous inappropriate shocks.

Manufacturer narrative:
This lead was surgically capped and abandoned, it will not be returned for analysis and, as such, the root cause of the clinical observations cannot be confirmed.